Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016, checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient went to the emergency room (ER) as a result of her personal diabetes manager (pdm) not working properly to keep her blood glucose (bg) levels under control (no bg results available). The patient's pdm went into alarm and would not reset after multiple tries. The patient was treated with long acting insulin as well as fluids via intravenous (IV). It should also be noted that when the nurse injected the insulin it was leaking and the patient's bg levels rose to 22.1 mmol/l (398 mg/dl).